Event description:
The reporter stated that the device had an occlusion alarm and they couldn't calibrate it. There was no patient injury or treatment associated with this event. During evaluation, it was discovered that the alarm sounded bad.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. The complaint was verified - the device could not be calibrated. The evaluation showed that the device had many broken parts as a result from impact damage. Once the broken parts were replaced, the device was able to be calibrated. During evaluation, the audible alarm speaker was found to be working but sounded bad and was replaced. This is being monitored for trends.